Manufacturer narrative:
H6 medical device problem code was updated.

Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.

Event description:
There was an allegation of questionable results from the coaguchek xs meter. The customer had two vials of test strips from the same lot. The result using a test strip from vial 1 was 7.6 inr. The result using a test strip from vial 2 was 3.0 inr . The tests were performed within 4 hours of each other. The therapeutic range was 2.5-3.5 inr.